Manufacturer narrative:
The reported event of backup operation was confirmed. The field report and device image exhibited non correctable, non-maskable interrupt due to memory corruption in an anomalous component on the hybrid which led to backup operation. The memory corruption could not be reproduced after many efforts.

Manufacturer narrative:
The reported event of backup operation was confirmed. As per the field information, the patient had undergone chest x-ray on the same day of event. The device was tested on the bench. The cause of backup was due to exposure to electro-magnetic interference sustained during the x-ray procedure. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for routine device check next day of implant, device was found to be in backup vvi. Programming changes were made, and device was restored to normal settings. After short period of time, the device again went into backup vvi mode. The device was explanted and replaced. The patient was discharged and will continue to be monitored with regular follow ups.